Event description:
"It was reported that during the surgery when the package was opened, foreign particle(s) (it looks like fragment(s) of a corrugated board to us) was admitted inside the first idrt sterile foil pouch. Another idrt was opened to complete the surgery."

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.